Event description:
The rep is reporting that during a rotator cuff repair the distal portion of a flexible suture needle broke off into the pt. The broken fragment was not retrieved from the body. X-rays locate the broken fragment lodged in soft tissue, but not in the joint space. The facility discarded the balance of the complaint needle.